Event description:
It was reported that a patient's pump alarm was heard; telemetry confirmed it was a critical alarm due to 0 ml reservoir volume reached. The patient was in the emergency room (ER) because of the critical alarm. The medication administered via the pump was lioresal; concentration and daily dose were not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted (B)(6) 2008, explanted unknown; catheter model # 8709sc, serial # (B)(4), implanted (B)(6) 2011, explanted unknown.

Event description:
Additional information later received indicated that the patient's pump was infected and was explanted.

Event description:
Additional information reported that the patient experienced an increase in spasticity. The patient's pump battery was depleted and was replaced. The patient's pump contained compounded baclofen, but the concentration and dosage were not reported. The patient required hospitalization due to the event. There was no injury to the patient. However, it was later reported by the patient's physician's office on 2012-01-20, that the last surgery on record was a replacement surgery performed on (B)(6) 2011. It was reported by the operating room (or) nurse on 2012-01-23, that it was believed that the patient had experienced an infection. No further details were provided. The operating room nurse reported on 2012-01-24, that the patient's last surgery took place on (B)(6) 2011, at which time the pump was implanted. It was also reported that the patient had been admitted to the hospital on (B)(6) 2011 to (B)(6) 2012. The details related to the hospitalizations were not known. No information was known related to the patient's current status. No further information could be gathered. A follow-up report will be filed if additional information becomes available.